Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow-up. Upon interrogation, the implantable cardioverter defibrillator was in backup vvi mode. A device restoration was performed successfully. Patient was asymptomatic however they did note they were a bit more out of breath when walking to the office. No other complaints were noted.